Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a frozen display. The customer¿s blood glucose was unknown at the time of the incident. The customer states the insulin pump had a frozen display, battery was remove and now number 2 was frozen on screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan per hcp. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with frozen screen at number 2 display, problem isolated to mother board. Unable to perform the self-test and displacement test due to frozen screen.